Manufacturer narrative:
Unit received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to cracked/detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. The customer was treated with food. Customer will returned device for analysis.